Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device and leads were explanted due to endocarditis. The patient was stable post procedure.